Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator exhibited backup operation due to multiple flipped bits in the product code. After downloading the product code, the battery was noted to be at elective replacement indicator. This was due to normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.